Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient noticed a loose connection between their dual chamber implantable cardioverter defibrillator (ICD) and both the right atrial (ra) and right ventricular (rv) leads. The patient notified their health care provider and their health care provider confirmed these findings. A revision procedure took place. During the revision procedure it was found the issue was not a loose pin, but that the ICD was not sutured down and secured during the previous operation. In addition, it was also noted that the right atrial (ra) and right ventricular (rv) leads were intertwined with one another. The rv lead was successfully revised. The rv lead remains in service at this time. No additional adverse patient effects were reported.